Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the lapidus arthrodesis with a plantar lapidus plate that the front part of the instrument, where the thread is located, broke off when screwing it in to fix the plate. The broken part could be removed without further damage. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as one unpackaged ar-13226ts, bb-tak, batch number 5007155767, was received for investigation and upon visual inspection, it was observed that the shaft is broken off (see evaluation pictures 1 + 2). Functional testing was not performed due to the damage of the device. No fragments were returned for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied excessive mechanical forces during use and/or prying/leveraging the device during use.